Event description:
The customer reported that a please wait message is shown on screen during image processing, when fluoroscopy is requested after saving viewtrace. A restart is required to restore system functionality.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.